Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, the hand switch max button was performing at variable speeds. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.